Event description:
The manufacturer received information alleging a cylinder became disconnected from the ultrafil device. The cylinder fell on the nurse's foot. It is unknown if there was patient harm or injury or if medical attention was required. The device has yet to be returned for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported the allegation of an oxygen cylinder becoming disconnected from the ultrafill device. The cylinder fell on the nurse's foot. It was unknown if there was harm or injury or if medical attention was required for the nurse. Requested information regarding the alleged harm, but no new information was received. The device was returned to a third-party service center for investigation. The original customer complaint of large leak originating from the fill fitting was confirmed. Upon visual inspection it was noticed the shutoff valve was loose. What appeared to be wrench marks on the hex nut of the regulator. Additionally, there was moderate damage to the exterior surface of the regulator and damage to the barbed outlet (nipple adapter), the conserving mode switch and the gauge. These observations are consistent with the originally provided information by the customer that the unit was dropped prior to being returned. All loose connections and fittings were tightened prior to testing. The unit was mounted on a fill station and filled with approximately 300 psi of nitrogen. When removing the unit from the filling station, a large leak was observed through the fill fitting, confirming the original complaint. The unit is otherwise not functional due to the exterior damage of the part. H3 other text : sent to third party service center for investigation.